Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment. The fluid leak came from the patient line of the liberty cycler set. The patient received the m31 air detected in cassette alarm twice during drain 0 of 3. No fluid leak was initially noted so the patient bypassed to fill 1 (due to being empty) to begin treatment. The fluid leak was identified during fill 1 of 3. The patient was advised to re-setup treatment with new supplies. No adverse event, serious injury, or required medical intervention was reported. The sample was not returned to the manufacturer for physical evaluation. No additional information was provided. No additional information was provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment. The fluid leak came from the patient line of the liberty cycler set. The patient received the m31 air detected in cassette alarm twice during drain 0 of 3. No fluid leak was initially noted so the patient bypassed to fill 1 (due to being empty) to begin treatment. The fluid leak was identified during fill 1 of 3. The patient was advised to re-setup treatment with new supplies. No adverse event, serious injury, or required medical intervention was reported. The sample was not returned to the manufacturer for physical evaluation. No additional information was provided. No additional information was provided.